Event description:
It was reported that the device was showing the error message that the cassette was not attaching. There was no reported patient involvement.

Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Visual and functional tests were performed on the returned device. Upon visual inspection, bubble on the downstream occlusion (dso) seal was noted. The reported problem was duplicated. The probable cause of the reported problem is faulty dso. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.